Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that she had an appointment with her ¿regular doctor¿ on (B)(6) 2017 and wanted a manufacturer¿s representative (rep) present because her therapy wasn¿t working and she thought that the ¿battery isn¿t putting out anymore¿ and thought it needed to be adjusted and thought it needed to be turned up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of therapy not working and the battery not putting out anymore was due to patient not having stimulation on. It was reported that the hcp confirmed with patient that if she did not have the lightening bolt in the corner that meant stimulation was off. The issue was reported as resolved. It was reported it was turned on and working fine.